Event description:
Reporting status: serious injury- surgical intervention. Reporting rationale: ventricular fibrillation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that post implantation of a xience v 2.75 x 12mm and a xience v 2.75 x 18 m stent, the pt developed an episode of ventricular fibrillation. The pt remained hospitalized and was scheduled for a implantable cardioverter-defibrillator (ICD) placement. No additional event or pt info is available.

Manufacturer narrative:
The additional xience v rx 2.75x18 mm (part #1009540-18/lot #7112241) mentioned is being filed under the same manufacturer number.